Event description:
Boston scientific crm received information that the patient with this chronic right ventricular (rv) defibrillation lead did not convert at 21 joules (j) or 31 j during defibrillation threshold testing (dft's) at the device replacement procedure. A loud 'pop' was heard when the 31 j shock was delivered. The patient was externally defibrillated. Upon interrogation, a low shock impedance fault screen was displayed. Shock impedance was less than 20 ohms. Shock impedance was 39 ohms prior to dft's. Technical services (ts) discussed that the system may be compromised and the lead and device should now be replaced. The physician thought that initially the proximal pin was not all of the way into the device header. The pin was removed from the header and reinserted all of the way into the connector block. Impedance was tested again and was 39-40 ohms. Ts strongly emphasized replacing lead and device. No adverse patient effects have been reported.

Manufacturer narrative:
The lead was surgically abandoned. As the lead will not be returned, clinical observations cannot be confirmed. No additional information is available. Should any additional information related to this event become available, this event will be updated.